Event description:
Pt was implanted with a 42mm eccentric glenosphere and a 38mm +3 pe cup. The pt was brought back to the operating room the same day, and the 38mm pe cup was removed and replaced with a 42mm pe cup.

Manufacturer narrative:
The device associated with this report was not returned. Provided info states a 42mm eccentric glensophere was used with a 38 +3 poly. The pt was taken back to the operating room, removed the 38 poly and replaced it with a 42mm poly; surgeon chose the incorrect size. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.